Manufacturer narrative:
This report is for one (1) unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The (510k): unknown, as specific part and lot numbers for screw is not provided. (B)(4). The surgeon used another nail from another lot to complete the procedure with a reported delay of 20 minutes. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the it was impossible to lock the nail with the locking screw during a surgery performed on (B)(6) 2018. It was impossible to insert the superior locking screw. There was twenty (20) minutes of surgical delay due to the reported issue. Another nail was used to complete the procedure. The surgery was completed successfully without any harm to the patient. Further it was reported that the distally hole screw was not being locked and not the superior hole screw as previously reported. There is no problem with the screw but with the hole of the tfn. Concomitant devices reported: bolt ø4.9 self-tap l34 tan green (part # 459.340s, lot # unknown, quantity 1), guidewire ø3.2 f/pfna blade (part # 356.830s, lot # unknown, quantity 1). This report is for one (1) unknown locking screw. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices: bolt ø4.9 self-tap l34 tan green (part 459.340s, lot l646612, quantity 1), guidewire ø3.2 f/pfna blade (part 356.830s, lot l748648, quantity 1).